Event description:
Reporter alleged blood glucose measured 107 mg/dl on one particular test strip vial compared to a reading of 300 mg/dl performed within 3 minutes apart on a different test strip vial. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacvement product was sent.